Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient activator was not communicating with the implantable loop recorder (ilr) and patient data was not being recorded nor did the activator "light up." Another patient activator was used and it worked "perfectly." The problematic activator was replaced. No patient complications have been reported as a result of this event

Event description:
It was reported that the patient activator was not communicating with the implantable loop recorder (ilr) and patient data was not being recorded nor did the activator "light up." Another patient activator was used and it worked "perfectly." The problematic activator was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient activator was not communicating with the implantable loop recorder (ilr) and patient data was not being recorded nor did the activator "light up." Another patient activator was used and it worked "perfectly." The problematic activator was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: also noted: the patient activator's serial number is now included. This is represented. Due to follow up information received, this complaint was deemed to be not reportable under the MDR regulations, therefore this report, report number 2182208000201200108, is being redacted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: further review prompted a change in the device analysis results.